Event description:
The pt was presented with vessel disease of the mid lad and the proximal diagonal. The diagonal was predilated and a 12mm stent successfully deployed. A second stent was then deployed in the lad. However, it was noted upon advancement of a post dilatation balloon, the stent was noted to be accordioned and in the left main. The pt was sent to surgery for CABG. It should be noted that the lad was not predilated.